Event description:
Notified on 04 feb the change of date.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 wherein the extension was de-tethered and ipg slightly repositioned due to patient comfort. Therapy was restored following the procedure.